Event description:
The consumer alleged that the charging port melted and caught fire. There were no reports of property damage or injury.

Manufacturer narrative:
The event date is approximate. Product was not returned to confirm a malfunction has occurred. H3 other text : product not returned to manufacturer.

Manufacturer narrative:
The customer reported: "charging port has melted and caught fire." The power flosser was returned to ohc for failure analysis. Performed visual inspection observing deformation damage on the usb-c charge port. The visual features of the deformation damage are consistent with melting. No other findings from the returned device. The cause of the customers complaint is a melted usb-c port.